Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, far-r-wave signal picked up on the atrial channel. The rhythm went into a sinus tachycardia. The episode was not sustained and the patient returned to sinus. Device remains implanted.